Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2026. The leakage was at the site.the blood glucose level was 414 mg/dl at the time of the event. No further information available.